Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket incision site did not heal since scs was implanted and was further opening up. A slight redness around the incision edges were noted. The physician did not confirm infection. The patient underwent an explant procedure and was prescribed antibiotics as preventive precautionary measure. No device malfunction was suspected.

Event description:
A report was received that the patient's pocket incision site did not heal since scs was implanted and was further opening up. A slight redness around the incision edges were noted. The physician believed that the symptoms were not device related. The physician did not confirm infection. The patient underwent an explant procedure and was prescribed antibiotics as preventive precautionary measure. No device malfunction was suspected.